Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, the surgeon mentioned they stapled first reload when trying to create gastric pouch. They said that staple only cut and no staples (white reload) were visible on one side of the stomach. They opened a new device and used new blue reloads instead to complete the procedure successfully with a delay of 30 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #380d45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired. In addition, five gst45w reloads were received along with the device. The reload (b) was received fully fired. The reloads (c,d, e, & f) were received unfired with no apparent damages. The device was tested for functionality in the articulated position with the returned reloads (a,c,d, e, & f) and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples met the staple release criteria. The event described could not be confirmed as no missing staples were observed on the unfired reloads and the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 380d45, and no non-conformances were identified.